Event description:
It was reported there was intermittent loss of capture and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was removed from service almost two years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.